Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported an irrigation failure occurred due to aspiration failure with the occlusion bell sounding during a cataract procedure. The procedure was completed after replacing the product with another. There was no harm to the patient. The product sample is available. No additional information is expected.

Manufacturer narrative:
The lot specific to this event is not known; therefore, lot history and device history record reviews are not possible. The wet cassette in the tray was visually inspected and no obvious defects were observed. Both irrigation and aspiration luers were intact. The sample was tested using a console. The sample could be recognized by the console. The sample primed and tuned successfully and the service data could be retrieved. Maximum vacuum was achieved. No leakage was observed from the tubing insertion to the handpiece during tuning. When the drain bag was lifted to allow liquid into upper portion of bag and check for leaks around the drain ports and upper seam. No leakage occurred. The drain bag tape was adhered securely on the cassette. The drain bag ports were aligned properly on the cassette exit ports. The irrigation and aspiration flow rates were within specification. No drop presented from the irrigation luer after the irrigation off 5 seconds. No damage was found on the fittings. Neither leakage, nor occlusion was detected from the tubing insertion to the fittings and the four aspiration ports on the pump region of the cassette base. No contributing factors could be identified that could cause the customer's reported issue. The root cause of the customer's complaint could not be established; the returned sample met specifications. After a thorough investigation of this complaint, it has been determined that no action will be taken at this time as the sample met specifications. . (B)(4).